Event description:
The zone about 6cm from the tip, appeared squashed upon normal opening of the product box and taking out the inner packaging.

Manufacturer narrative:
Technical eval: minor bending damage could be seen on the exterior of the carton, but this damage did not appear to relate to the observed flaw. The unit showed a single axis bend 12cm from the tip. No foreign material or exposed metal can be seen near the flaw. Conclusion: the catheter returned agrees with the reported flaw. This is a possible packaging or handling issue. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l12483). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). This lot was associated with (B)(4) for labels being released to the floor prior to inspection. Labels were subsequently inspected and accepted. (B)(4). No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.